Event description:
It was reported that the patient presented for a procedure. It was noted capture could not be obtained on the left ventricular (lv) lead. The lv lead was removed to do a venogram, the lv lead was flushed, and blood was noted inside the lead. An insulation breach was suspected. Other lead parameters were normal. The lv lead was exchanged during the procedure. The procedure was completed without complication.

Event description:
New information noted the left ventricular lead was exhibiting high pacing impedance.

Manufacturer narrative:
The reported events of insulation damage, failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual inspection did not find any anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.